Event description:
Device 1 of 5. Reference MFR. Report: 1627487-2013-22498, 21499, 21500, 21501. It was reported the patient developed a low grade fever post-implant. At the time, all tests and culture results were normal and the fever had resolved. Follow-up on (B)(6) 2013, indicated the patient's fever re-occurred for which she was given antibiotics. The physician determined there were no visible signs of infection. Thereafter, it was reported the patient was hospitalized due to experiencing uncontrollable pain which was determined to be unrelated to the scs system. Follow-up on (B)(6) 2013, identified the patient was still running a low grade fever. The pocket was re-inspected but there were no signs of infection. It was also reported the patient kept passing out during the programming session due to which she was re-hospitalized. Subsequently, the patient's scs system was explanted per the recommendation of the hospital's infectious disease department. Cultures were taken at the time. The patient's white blood cell count was normal and she continued to have a fever.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.